Event description:
A valiant stent graft delivery system was implanted into a patient for the endovascular treatment of a 4.8 cm in diameter thoracic dissection in zone 2 with a true lumen diameter of 12 mm and a false lumen diameter of 37 mm. The site of the entry tear was in the proximal descending aorta greater than 2 cm distal to the lsa and extended to the left common iliac artery. The right and left iliac arteries were 14 and 13 mm in diameter, respectively. The access vessel had mild tortuosity and no calcification. The aorta had no tortuosity. There was no mural thrombus present in the landing zone. It was reported that the 6-month follow-up CT revealed the stent graft migrated distally about 10 mm. Additionally, the false lumen has been eliminated. The device span remains the same but the device shape has remodeled; shelving that was previously seen at the 1 month follow-up has disappeared. No intervention is planned; this event was only a technical observation. No clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (migration); (unknown cause of event). Evaluation, conclusion: (unknown cause of event).